Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot numbers for these products are available; however, it is unk whether the products will be returned for quality assurance testing. (B)(4). Add'l lot # r17414.

Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of walking difficulty in a (B)(6) male pt who rec'd triple salt dental adhesive gel (super poligrip extra care with poliseal) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included double salt dental adhesive cream (super poligrip free denture adhesive cream). On unk dates, the pt started super, poligrip extra care with poliseal and super poligrip free. At an unk time after starting the formulations of super poligrip, the pt experienced walking difficulty, tingling of hands and neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The reporter asked whether these formulations contained zinc as she had just seen a television advertisement about zinc in super poligrip.